Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant upon interrogation, device displayed a message detecting lower than expected battery voltage, which may be the effect of storing the device below 20 degrees before implant. Device image from the device was reviewed and correlated an apparent drop in battery voltage, the night that representative indicated there had been a significant drop in temperature. As the device had been left in the car during the large drop in temperature, the temperature drop could be the cause of the message displayed. Upon further investigation, it was discovered that the voltage of the device was lower than the minimum beginning of life voltage requirement for implant. The device was implanted in the patient and will be re-evaluated at follow-up. Patient was stable prior and post procedure.